Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt281212: (B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Correct manufacturer registration number is (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Manufacturer narrative:
Please note: patient (B)(6) was omitted in the patient identifier field to prevent potential processing issues during submission due to character limitations. A review of the manufacturing records could not be performed as the lot # number has not been available. (B)(4).

Event description:
The following was reported to gore: on an unknown date in 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient's aortic neck was outside the instructions for use (IFU) with a neck angulation of 90 degrees and of short length. On (B)(6) 2017, follow-up computed tomography imaging identified a large proximal type I endoleak and a distal migration of the trunk-ipsilateral leg component of approximately 3 cm into the aneurysm sac. The reason for the migration is currently unknown. On (B)(6) 2017, a re-intervention was performed and a second trunk-ipsilateral leg component was implanted above the renal arteries to achieve seal of the proximal aortic neck. To maintain patency of both renal arteries as well as the superior mesenteric artery, three viabahn endoprostheses were deployed and reinforced with omnilink elite bare metal stents. The patient tolerated the procedure.